Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the initial drain removed 274 ml of previous therapy last fill volume of 1399 ml. The device then delivered 2499 ml during fill 1 before advancing to dwell 1 where it was put into a manual drain removing 2792 ml. The probable cause of the reported event was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced difficulty breathing and feeling full during dwell one. It was reported the patient was not connected to the homechoice pro device at the time of the events. Renal therapy services (rts) had the patient press stop and down arrow to manual drain. The patient reported they were draining at a proper rate and starting to feel better. The patient drained 2792 ml and the device went to stop dwell. Rts checked the programming, the fill volume was 2500 ml, and a last fill volume of 1400 ml. It was reported the patient did not perform any manual exchanges. Rts checked the initial drain amount which was 250 ml with an initial drain volume of 274 ml. Rts explained that the initial drain was not set high enough and advised the patient to contact the pd registered nurse. The patient stated they would like to continue the therapy tonight. Rts bypassed the device to drain one. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.